Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a high number of interval counts on the sensing integrity counter (sic). The lead remains in use, but the clinician stated they will most likely reprogram the lead when the patient comes in for their next follow up appointment. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.